Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the difficult leaflet grasping appears to be due to challenging patient anatomy. The reported damaged posterior mitral leaflet appears to be a cascading event of the difficult leaflet grasping. Additionally, the reported patient effect of unspecified tissue damage is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted strong tethering of the posterior leaflet. The clip delivery system (cds) was advanced to the mitral valve; however, grasping both leaflets was difficult and the posterior leaflet became damaged. Mr did not worsen, and therefore the procedure continued. The clip was able to grasp both leaflets and the clip was deployed. A second clip was deployed on the a2/p2 to further reduce mr. The damaged posterior leaflet was left untreated. Two clips were implanted, reducing mr to 3. There was no clinically significant delay in the procedure. No additional information was provided.